Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported conditions for this incident were difficult to load, difficult to articulate, and difficult to unload. No needle was received on the device. The jaw gap was measured and met specification. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. An object that appeared to be a piece of the needle was noted to be jammed in the jaw receptacle. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Dimensional, visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
According to the reporter, the scrub tech had difficulty when trying to load the needle as the black slide would not move. After trying a new reload the tech was able to load the device however the device was difficult to articulate. After use the device was difficulty to unload and the needle had to be removed with the use of mosquito forceps. There was a minor delay due to the difficulty with loading and unloading the device, duration not specified. There was no patient injury reported.